Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample and the tube was used after the expiration date. The following information was provided by the initial reporter. The customer stated: it was reported that the red blood cells are not going below the plug. Customer is stating that the red blood cells are not going below the plug. She did say that these tubes are expired (april 30,2021) so she isn't sure if that's why. She didn't have the lot number for these tubes. She doesn't know if they have unused samples to return